Manufacturer narrative:
Device 16 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user believed that 20 wafers from 2 market units had off-centered starter holes. She remembered that it happened several months ago and due to this issue, she had to change almost every day. No photo is available at this time.